Event description:
On 12/3/93, pt on chronic dialysis treatment, dialyzer reuse #3, 1k+ bath, 15 ga fistula needs, bfr 450 to rt gortex graft. Pie dialysis vs 130/80-80-984. At start of dialysis art pressure 220 venous pressure 260. At 3:20 into run, pt complained of headache treated with two tablet tylenol 650 mg total. Pt came off treatment 10 mins ealy. Proceeded to ER for treatment of severe headache and nausea. Bp at time tylenol was administered 150/82. Pt was treated in ER with damerol 75 mg and vistaril 50 mg and another demeroal 50 mg later. CT and lp done. Discharged from ER at 1625 headache pain relieved. On 12/6/93 next out pt run uneventful, reuse #4 same dialyzer. .